Event description:
It was reported that during implant the right ventricular lead failed thresholds and sensitivity tests. After several positioning attempts, the electrode fractured. The lead was replaced and a new lead was successfully implanted. No adverse patient consequences were reported.